Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii video system center had no input signal when started during maintenance. The error disappeared after restarting the video system, but the issue occurred again. The procedures were completed on schedule using another system. There was no reported patient harm or impact due to this event. Related patient identifier: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed and all functions were working correctly. The device evaluation did not find an error or damage. The device was tested with several types of scopes and camera head and the measured values did met the inspection limits. This event is under investigation. A supplemental report will be submitted upon receiving additional information.